Manufacturer narrative:
Internal complaint reference (B)(4). D3: manufacturer updated.

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements specified and each lot be must be accompanied by a material certificate of analysis. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. This report was inadvertently submitted under manufacturer report number 1643264-2023-00131, correct manufacturer report number is (B)(4).

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a rotator cuff repair of supraspinatus tendon surgery the threads of the healicoil knotless rgnst broke as it was being inserted into the bone, the pieces were removed using an arthroscopic grasper. The insertion site was cleared of all debris prior to the insertion of the anchor. The procedure was completed with a non-significant surgical delay using a back-up device in the same hole (4.75mm). The patient's bone quality was normal at the moment of the procedure and the surgeon was satisfied with the outcome of the procedure. No further complications were reported.